Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left knee revision to treat a flexion contracture of 5 degrees. Upon entering the joint, the surgeon evacuated a small effusion and debrided periarticular synovitis. The tibial tray was grossly loose and easily removed. The surgeon excised cystic lesion from the underlying tibial bone. The femoral component was well fixed but revised. There was no reported product problem with the revised tibial insert. The patella was well fixed and retained. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2014. Doe: (B)(6) 2014 (mua, no revision, captured in (B)(4)). Dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous DHR review (com-208120) did not reveal any related manufacturing deviations or anomalies on the reported product code 545035500, lot number 7795159 combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.